Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the nozzle was clogged. Additional findings include the following: the up / down angulation was low and the angle wires were stretched, the up / down control knobs had play evident and were loose, the plastic distal end cover had a very deep dent, the objective lens had tiny chips at the edge, the bending section cover adhesive had a white-clouded area / was peeled, the insertion tube had minor shakiness and surface scratches, the air / water supply volume had no flow (the flow was okay after removing the clogged nozzle), the control body had minor scratches and customer labels, and the scope connector had minor dents and scratches. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope was ran in the medivator and failed due to a blocked channel. The issue was found during an unspecified procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle was clogged. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.